Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving fentanyl (4731.8 mcg/ml at 2074.1 mcg/day) and bupivacaine (40 mg/ml at 17.533 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The event logs indicated that a motor stall occurred on (B)(6) 2017. There was also a stopped pump period may exceed tube set message. The motor stall was active. It was confirmed that there were no emi/magnetic sources present. There was no known magnetic interaction. No patient symptoms were mentioned. No further patient complications have been reported as a result of this event.